Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
Damaged bone cement received at stryker (B)(4). Liquid bottle is broken. Bone cement packets are stuck to each other.